Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted, concurrently with a rectocele and perineorrhaphy due to rectocele recurrent with shortened vagina. It was reported that following insertion the patient experienced sterility, injury to the ureter, infection, urinary/bowel problems, organ perforation, fistulae, bleeding, and pulmonary embolism. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It(B)(6) 2003 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.